Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not loading properly in the jaws of the appliers. Three clips worked fine, however thereafter, none of the clips loaded properly. They opened another device and same issue. This was during a laparoscopic cholecystectomy. There was no patient injury.